Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that 18 gauge needles exhibited white residue at the base. To support the investigation, forty eight samples and two photographs were received by the quality team. Forty six samples arrived in sealed blister packaging and two without blister packaging. A visual inspection was conducted. One sample showed an epoxy drip on the needle hub, the remaining forty seven samples exhibited no defects or imperfections. The two photographs provided depict two of the samples received. The epoxy condition may occur in the event of a jam at the cannulator. A device history record review was completed for material number 305196, lot 6009465. The review revealed no quality issues during production that could have contributed to the reported condition, and there were no related quality notifications. All processes and final inspections were performed in accordance with specification requirements. Verification of the cannulator was completed, the settings were correct and product flow was acceptable. To date, no other similar events have been reported for this lot. Based on the investigation, including analysis of the returned sample, the customer reported symptom is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that found 18g needles with white residue at the base. No patient harm.